Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. Based on the product analysis on the device received, the stent was found partially detached. The findings meet us regulatory reporting criteria. (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Complaint conclusion: as reported by the field, during a stent implantation for intracranial stenosis of the m1 segment of the middle cerebral artery, an enterprise2 4mmx39mm intracranial neurovascular stent (encr403912, 11199568) became impeded in a prowler select plus microcatheter (unknown catalog, lot number). It was reported that the stent was impeded and could not advance within the microcatheter (mc) during the surgery. The physician changed the device to another one to complete the surgery. It was not necessary to remove the mc. There was no patient injured. Nothing was noted to be obstructing the microcatheter. A continuous flush on the microcatheter was maintained. The introducer was flushed until the liquid was visible at the distal end of the slit in the clear tube. No excessive force was applied to the device. A non-sterile unit enterprise2 4mmx39mm was received inside of a pouch. The device was inspected, and it was noted that the stent is stuck and partially deployed at the proximal part of the introducer, the delivery wire was removed from the introducer through the proximal section. An attempt was made to enter the stent to the introducer, however it could not possible. No damages or anomalies were observed on the components of the device. Note: according to the instructions for use (IFU) this action is necessary to remove the device from the dispenser hoop: ¿ remove the delivery wire form the clip on the dispenser hoop. Grasp the proximal end of the introducer and the delivery wire at the point where it exits the introducer. Hold the delivery wire and introducer together to prevent stent movement. Remove the codman enterprise vascular reconstruction device and delivery system from the dispenser hoop. The functional analysis could not be performed due to the stent was returned stuck and partially deployed at the proximal part of the introducer. It is necessary that the stent is still inside of the introducer tube and attached to the delivery wire to perform the functional analysis. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 11199568. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Visual analysis of the returned sample revealed that the stuck and partially deployed at the proximal part of the introducer, the delivery wire was removed from the introducer through the proximal section, an attempt was made to enter the stent to the introducer, however it could not possible. Procedural and other factors may contribute to the finding; however, this cannot be conclusively determined. Since the stent was returned stuck and partially deployed inside of the introducer, the customer complaint regarding ¿delivery wire - impeded in microcatheter with no loss of cerebral target position¿ was confirmed. Note: according to the IFU this action is necessary to remove the device from the dispenser hoop: ¿ remove the delivery wire form the clip on the dispenser hoop. Grasp the proximal end of the introducer and the delivery wire at the point where it exits the introducer. Hold the delivery wire and introducer together to prevent stent movement. Remove the codman enterprise vascular reconstruction device and delivery system from the dispenser hoop. The functional analysis could not be performed due to the stent was returned stuck and partially deployed at the proximal part of the introducer. A device history record evaluation was performed, and no non-conformances were identified. It should be noted that product failure is multifactorial. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following directions for use: ¿ if resistance is met during manipulation, determine the cause of resistance before proceeding. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by the field, during a stent implantation for intracranial stenosis of the m1 segment of the middle cerebral artery, an enterprise2 4mmx39mm intracranial neurovascular stent (encr403912, 11199568) became impeded in a prowler select plus microcatheter (unknown catalog, lot number). It was reported that the stent was impeded and could not advance within the microcatheter (mc) during the surgery. The physician changed the device to another one to complete the surgery. It was not necessary to remove the mc. There was no patient injured. Nothing was noted to be obstructing the microcatheter. A continuous flush on the microcatheter was maintained. The introducer was flushed until the liquid was visible at the distal end of the slit in the clear tube. No excessive force was applied to the device. Based on the product analysis on the device received, the stent was found partially detached.